Event description:
A hospital in (B)(6) reported via a distributor that the water feedset tube of an mr290v vented autofeed humidification chamber was damaged. This was observed during use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported via a distributor that the water feedset tube of an mr290v vented autofeed humidification chamber was damaged. This was observed during use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4) and was visually inspected. Results: visual inspection revealed that there was a break in the feedset tubing at the connection to the chamber dome. The surface of the break was rough (not smoothly cut). A lot check revealed no other complaints of this nature for lot number 121015. Conclusion: the damage appeared to be caused by the tube being pulled away from the chamber, possibly due to the feedset being caught or under tension. All chambers are pressure tested before they leave the production line; and any holes, leaks, or breaks in the feedset are identified during this process. This suggests that the damage occurred post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we have completed our investigation.